Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation monitor failed a pulse test and displayed a service code 203. The cause for the failure was isolated to a defective r3 resistor on the defibrillator pca. The r3 resistor was out of tolerance. The root cause for the defective r3 resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.